Event description:
It was reported by the rep that the surgeon was using the ems stapler to secure mesh during a laparoscopic hernia repair. The first ems fired 3 to 4 good staples then jammed. A 2nd and 3rd ems were opened with the same results. Another ems was opened and used to complete the case without incident. There was no consequence to the pt.